Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 9/6/2016. The fse found faulty a fluid pump for g8 and ordered a replacement. On 9/8/2016 the fse replaced the fluid pump. The fse adjusted the flow factor and ran precision, cal and qc. The fse reported all are within spec. There was no further action required by field service. The most probable cause of the reported event was failure of the fluid pump.

Event description:
On (B)(6) 2016 a customer reported exploded chromatograms with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.